Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to deploy, mislocation-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, "slight resistance" was met during device removal and bleeding continued. When the device was removed, the clip fell from the device landing on the patient's thigh. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.